Event description:
It was reported that the infusion set was leaking. Customer advised the area around the infusion set had become red and swollen. He alleged that due to the skin swelling, when he did a bolus on the pump, the head set came out. Customer is not alleging adhesive is defective. The lot number was not provided by the customer. No adverse event was reported. The infusion set will not be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking. The lot number was not provided by the customer. No adverse event was reported. The infusion set will not be returned for product evaluation.